Event description:
It was reported that the pt experienced a morphine overdose. The pt was unresponsive at the time of the report. The reporter requested a faxed copy of the MFR's overdose procedure. No other info was provided. Additional info has been requested from the hcp, but was not available as of the date of this report.